Manufacturer narrative:
If explanted; give date: not applicable, the lens remains implanted. Device evaluation: the product testing could not be performed as the product delivery system was discarded and the lens implanted. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no other complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer found a white solid particle after lens had been implanted. The physician removed the foreign material during irrigation/aspiration (I/a) phase. There was no patient symptoms and there was no patient injury reported. The pcboo delivery system was discarded by technician. No additional information provided.